Manufacturer narrative:
The technical analysis of the affected product led to the following conclusions. None of the components (clip, cap, application ring and thread) showed any deviation according to their specifications. Furthermore, the review of the lot based quality records showed no abnormalities. A device-related error can therefore be excluded. The subsequent functional test showed that the clip could be released from the cap without problems. The risk of perforation is indicated in the instruction of use. Note: this report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: 'follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1'.

Event description:
During intervention in the ascending colon with cftrd clip deployment was not verified prior to resection. The caused perforation was required surgical closure.